Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was crack at battery compartment. The customer's blood glucose value was unknown. The customer stated that drive support cap not appeared to be damaged. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.